Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00310, 0001822565-2020-00311, 0001822565-2020-00312, 0001822565-2020-00313, 0001822565-2020-00314, and 0001822565-2020-00315. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional cracked. No adverse events have been reported as a result of the malfunction.

Event description:
Upon reassessment of the reported event based on additional information received, it was found that the instrument was not fractured. The previous medwatches should be voided as the malfunction was not reportable.

Manufacturer narrative:
Upon reassessment of the reported event based on additional information received, it was found that the instrument was not fractured. The previous medwatches should be voided as the malfunction was not reportable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d4, d10, g4, g7, h2, h3, h4, and h10. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.